Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received information that this epicardial lead exhibited high thresholds. To date, there have been no additional adverse pt effects reported. The lead was surgically abandoned.